Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported that the when customer put new battery the screen was black and it beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone. Problem isolated to electronic assembly.